Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the customer complaint, replaced the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb) and flashed the software. All performed calibrations. Full performance verification, and testing per the manufacturer service manual were passed.

Event description:
It was reported that the ventilator display had vertical lines. There is no reported patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.